Event description:
Follow-up identified surgical intervention on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patients' ipg would no longer communicate with any external devices. Subsequently, the device was deemed inoperable. Follow-up identified no intervention is planned at this time as the patient is recovering from an unrelated surgery.